Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were sticking, scrolling, and worn symbols. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 01/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings:no damage was observed to the pump keypad cover, however the keypad symbols were worn off. During testing, the ok, down arrow, and contrast keypad buttons were intermittently unresponsive; the up arrow keypad button was sticking. The keypad cover was removed and contamination was found under all key contacts. The up arrow, down arrow, and ok key contacts were also misaligned.